Event description:
It was reported that the filter had perforated the inferior vena cava (ivc) and was abutting the aorta. On (B)(6) 2000, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt). On (B)(6) 2019, the patient received an abdominal CT scan to evaluate ivc filter placement. The filter struts were observed to minimally perforate the ivc wall. The medial most strut was abutting the right lateral wall of the aorta. No further patient complications were reported.